Manufacturer narrative:
Continuation of d10: product ID 309201 lot# unknown implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 306001 lot# 60616271 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown, product ID: 306001, serial/lot #: (B)(6), ubd: 16-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the trial was initiated on (B)(6) 2025. It was reported that they had a broken lead, lead damaged, or lead cut. The managing director (md) tried to remove the stylet and it got bent and they were unable to removed it and they took the needle out of the patient (pt) body, and tried to remove the lead and was unsuccessful. So they tried to put the needle back in the sacrum so they can remove the lead and put a new lead in. When they put the needle back in the sacrum it punctured through the trial lead and got stuck so a partial trial lead was inside the patient and will be removed during implant. The cause of the event was known and found that it was due to the needle puncturing the lead. The issue was not resolved and it was still ongoing.